Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the biliary tree to treat a 3cm tumor during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to be deployed; however, when the physician pulled out the delivery system, the stent started to dislodge. Subsequently, the nurse tried to resheath the catheter while pulling on the delivery system; however, the stent moved out of its location. The physician then pulled the delivery system and it was eventually removed. The stent was implanted but it was hanging more in the duodenum than what was planned, and the catheter was noted to have been damaged. The procedure was completed with this device. There were no patient complications reported as a result of this event.